Event description:
It was reported that prior to a lab revision procedure, the right atrial (ra) lead exhibited high capture threshold. The ra lead was explanted and replaced. There were no complications, and the patient was stable.